Event description:
Coiling treatment of an aneurysm. It was reported after the coil was detached, the pushwire could be pulled out of the instant detacher. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. Model# and lot# of the coils involved as the user does not know which coil was the one that got stuck inside the instant detacher: model# qc-14-30-helix / lot# 9426265 - dom: 03/29/2011 - exp: 03/01/2014. Model# qc-14-30-3d / lot# 9439810 - dom: 05/04/2011 - exp: 05/01/2014. Model# qc-10-20-helix / lot# 9437233 - dom: 05/04/2011 - exp: 04/01/2014. Model# qc-6-20-helix / lot# 8837753 - dom: 06/28/2010 - exp: 06/01/2013. (B)(4).